Event description:
It was reported the asymptomatic patient was presented via merlin.net for noise on the ventricular channel. Isometric testing did not reproduce the noise and the device was reprogrammed. There were no patient symptoms associated with this event and the patient will continue to be monitored.